Manufacturer narrative:
(B)(4). A batch review was performed for suspect lot number(s) h10j13076, h10h20025, h10i09075 and h10h05059 with no defects noted. The cause of the peritonitis was determined to be use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a nurse from the USA of patient who made a mistake(touch contamination) and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the nurse stated that on an unreported date in 2010, the patient made a mistake / touch contamination. On (B)(6) 2010, the patient was diagnosed with peritonitis. The patient was not hospitalized. Treatment information was not provided. Dianeal therapies were ongoing. The patient was recovering from the peritonitis. It was not reported whether the event of patient made mistake / touch contamination resolved. Per the nurse, the event of peritonitis was not related to dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies. A causal relationship was not reported for the event of patient made mistake/ touch contamination.